Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted log files confirmed the reported low speed and pump stop events. Although a specific cause could not be conclusively determined, as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events from 10feb2025 through 21apr2025. Low speed events and a pump stop event were captured on 02mar2025 while the patient was connected to battery power. No other notable events or alarms associated with the pump were captured. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and hmii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump stop alarm. Log file review revealed 1 low speed alarm and 2 pump stop alarms while the patient was connected to battery power. The patient was noted to have similar alarms in (B)(6) 2023 (MFR# 2916596-2023-08511). The pump was exchanged on (B)(6) 2023. The alarms may reflect a possible phase to phase short. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.